Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (will not power up) was confirmed. Upon investigation the monitor would not power on. Extensive contamination and corrosion was discovered on all pca boards. The root cause for the contamination could not be positively identified but was likely ingress of an unk foreign material. No adverse event resulted from the contaminated monitor. The pt received a replacement monitor.

Event description:
A (B)(6) old male pt called zoll customer support to report that his monitor would not power up. The pt was issued a replacement monitor.